Manufacturer narrative:
E1: state/province - (B)(6). Device returned to manufacturer: returned product consisted of the ffr comet pressure wire. The occ cable was not returned for analysis. The device shaft and tip were visually and microscopically examined. Inspection of the device revealed that the shaft was separated at the seam weld which is 38cm from the tip. The ends of the separation were ovaled, indicating that the device had been kinked prior to separation. The device was sent to mtac to perform sem imaging and fractography on the break in the wire to investigate the root cause. Mtac results found that the fracture is consistent with ductile bending overload in the seam weld portion of the device. The weld appeared to penetrate the depth of the fracture, and no obvious defects were identified in the welded region. A copy of the complete mtac report is attached to the investigation record. Product analysis confirmed the reported event, as the wire was fractured at the seam weld.

Event description:
It was reported a shaft break occurred. The comet ii pressure guidewire was used during the initial ischemia estimation, and was planned to be used for last ischemia estimation after the percutaneous coronary intervention (pci). After the initial ischemia estimation, the comet was rolled up and put in a tray. At this point, there was no issue was observed. The pci was performed without issue. Other devices such as a balloon used in the pci procedure were also put in the same tray, but there was no evidence that this comet interfered with these devices. There was no resistance or hooking when taking the device out of the tray to perform the last ischemia estimation after the pci was completed, however the device was kinked and fractured. The procedure was able to be completed without further issue or patient injury.

Manufacturer narrative:
(B)(6).

Event description:
It was reported a shaft break occurred. The comet ii pressure guidewire was used during the initial ischemia estimation, and was planned to be used for last ischemia estimation after the percutaneous coronary intervention (pci). After the initial ischemia estimation, the comet was rolled up and put in a tray. At this point, there was no issue was observed. The pci was performed without issue. Other devices such as a balloon used in the pci procedure were also put in the same tray, but there was no evidence that this comet interfered with these devices. There was no resistance or hooking when taking the device out of the tray to perform the last ischemia estimation after the pci was completed, however the device was kinked and fractured. The procedure was able to be completed without further issue or patient injury.